Event description:
In the past month, we have had 3 different lots (5-3823-h-01, 6-3801-h-01 and 6-3802-h-01) of 10 liter dialyzers leak at the beginning of dialysis after the system has been primed. Patients have lost approximately 259 cc of blood which could not be returned to them.